Event description:
Per the clinic, the patient experienced abnormal sound quality subseuqent to an impact to the head (date not reported). The patient was treated with transtympanic steroids (date not reported); however, the issue could not be resolved.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed november 24, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.